Manufacturer narrative:
(B)(4). The customer's meter and test strips have been requested for investigation. A follow up report will be submitted once the investigation is completed.

Event description:
A complaint of imprecise sequential readings was received on a customer's precision xtra meter. The customer obtained readings of "lo" (a "lo" message indicates a reading less than 1 mmol/l) and 15 mmol/l within a ten minute timeframe. When plotted against the average on a parkes error grid, the results fall in the 'b' and 'c' zones. The 'c' zone result shows the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment.